Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "my revision was in 2019 stryker trailthon with cones. The incision got infected . My knee when shaked it clicks side to side & is very painful. Stryker is the worst out of all the manufacturer. I live in pain at a level 8. Not right.".

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon knee was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page, "my revision was in 2019 stryker triathlon with cones. The incision got infected . My knee when shaked it clicks side to side & is very painful. Stryker is the worst out of all the manufacturer. I live in pain at a level 8. Not right." Additional fb comment received, "the worst experience I had with stryker revision tka no thank you. 2019 I was in a study for this it got infected. Been in pain for 5 years. Dont ever be in a study all tour medical rights go out the door. Nobody wants to do right any more. Stryker revision 2019 was a bad surgery infection. The dr can not seem to own up to the failed surgery. If he had used staples instead of glue maybe the outcome would of been better. In pain 24/7".